Event description:
It was reported the customer was unable to exit from the rewind sequence. The customer had to use a blunt end object to trigger numbers on their screen. Customer was able to exit from the screen successfully after. Customer will also be receiving a replacement battery cap. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.